Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. The customer reported system error 2367. The reported problem was identified during the event history review as a system error 2240. The sample analysis performed on the homechoice revealed no device malfunction that could have caused or contributed to the reported problem. The cassette was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.